Event description:
It was reported that a light sensitive drug administration set leaked. This occurred during infusion of an unspecified chemotherapy drug. The reporter stated that the patient went to the bathroom and the leak was identified upon their return. The customer stated that there was a "split in the line, which was not there when the line was primed with saline or when the chemotherapy infusion was started." There was patient involvement, however, there was no patient injury reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.